Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured april 23, 2014 ¿ april 24, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified that there were three solid white particles floating in the fluid of the bladder. These particles were 0.30, 0.80 and 1.00 mm in size. A fourier transform spectroscopy scan determined that the particles were identified to be made of acrylic material. The cause of the particulate matter is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device was observed with particulate matter inside the reservoir. The device was filled with colistin. This observation was made prior to patient use. There was no patient involvement. Additional information was requested and is not available.